Event description:
Reportedly, the pump ran out of insulin. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history¿s. Customer's blood glucose was 760 mg/dl. A correction bolus and a manual correction injection were delivered to address bg. Customer went to the emergency room (ER) and was subsequently hospitalized with moderate ketones. Customer was treated intravenously with fluids of saline and insulin. Customer was released the following day 4/16/2025 with the issue resolved and no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended.